Event description:
It was reported that a patient with a 29mm mitral valve implanted for seven years, four months underwent a valve-in-valve procedure due to severe mitral stenosis and mild to moderate regurgitation. The patient presented with symptoms consistent with nyha class iii. A 29mm valve was implanted successfully. The patient was discharged home on pod #1.

Manufacturer narrative:
H10. Additional manufacturer narrative: updated sections a1-4, b5-7, d1, d4, d6, g4, and h6.

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was unable to be reviewed as the device serial number remains unknown. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A definitive root cause could not be determined. If additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that a patient with a 29mm aortic valve implanted for unknown duration underwent a valve-in-valve procedure due to stenosis. A 29mm valve was implanted.

Manufacturer narrative:
H10. Additional manufacturer narrative: updated sections d4-expiration date, h4, and h6 (component, type of investigation). The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.